Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since the lot number was not provided. Without the return of the samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A1, a2, a3 and a4 - updated.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the "slip-joint" (proximal connector) of the tube became detached from the tube of the probe. A plaster was applied to maintain the connector because the extubation was impossible. Consequences for the patients: desaturation and accidental disconnection of the ventilator, pulmonary atelectasis, nosocomial pneumonia. There were patient involvement and clinical consequences.